Event description:
Information was received indicating that during pre-test of a smiths medical cadd solis vip pump, cassette not properly attached error was noted. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Event log history (ehl) was performed, and indicated that high alarm displayed. Cassette not attached properly and high alarm silenced. Cassette not attached properly were recorded in history. During analysis, the reported issue was unable to be duplicated, pump passed all functional tests. The downstream occlusion (dso) will be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed. And no fault was found.